Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for unknown reason. Doi: unknown. Dor: (B)(6) 2019 unk hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 14-oct-2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
After review of medical records the patient was revised due to metallosis. Patient experienced pain, instability,discomfort, difficulty sleeping, walking difficulty, impaired mobility, patient unable to tolerate normal daily activities due to pain and decreasing endurance, decreased mobility, and increase pain due to lower quadrant dysfunction with right hip muscle strain. Patient alleges elevated metal ion but laboratory data showed below 7ppb. Laboratory findings stated that punctuate mineralization is noted approximately 1.8cm superior to the expected attachment to the gluteus medius and may represent heterotopic ossification or sequela of partial tear/retraction, and edema, and there is small joint effusion, inflammation, and there is alarge amount fluid around the right hip. There is synovial thickening and/or nodularity around the fluid inferiorly. Patient has iliopsoas bursitis, stiffness, weakness, subluxation. Revision notes stated that metal head and liner were removed during revision of the right hip. Medical records that involved non mom implants. On (B)(6) 2019 the patient had a revision right hip with head/liner exchange to address metallosis. Implants removed were metal on metal and the implants were implanted were depuy poly liner, depuy ceramic femoral head. Medical records (B)(6) 2019 -patient is 2 weeks out from revision of metal on metal. The patient is doing very well at this time, with minimal pain. Patient medical history includes: degenerative disc disease, lumbosacral, hypertension, pain, rheumatoid arthritis. There are no noted harms/allegations against the depuy poly liner and depuy ceramic head placed on (B)(6) 2019.